Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number:1627487-2023-02950. It was reported that the patient lost therapy due to the lead migrating. Additionally, the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.